Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via same side of the lesion. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous anterior tibial artery (ata). However, on the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).